Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, h2, h3, h4, h6, h11. Corrected fields: g4 510k#, h5, h6 - health effect clinical code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Evaluation found the video cable was broken and therefore, the image was not displayed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) was damaged and the lg-bundle of the insertion section is broken and therefore the light transmission is not given or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device did not present images for the monitor. It is unknown when during the unspecified procedure the event occurred. No additional information was obtained and/or provided.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device did not present images for the monitor. It is unknown when during the unspecified procedure the event occurred. No additional information was obtained and/or provided.